Manufacturer narrative:
Concomitant product(s): product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3550-29, lot# n530374, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
It was reported that the patient's stimulation output from their implantable neurostimulator (ins) changed unexpectedly. The patient noticed the issue 3 weeks ago. It was indicated that the intensity would shift from 10 volts to 8.7 volts "out of the blue" and would occur about once a day. There was no specific activity that caused this change. The patient noted they used 10 volts for most of their upright activities. The manufacturer's representative re-oriented the adaptive stimulation on the ins and reprogrammed the settings for all positions. It was noted that the patient was to use the therapy for a while to see if the issue reoccurred. On follow up received on (B)(6) 2015, the patient had not contacted the representative so it was believed that the device was working as expected. The indications for use of the device were noted as complex regional pain syndrome type I and spinal pain.